Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8779778) became impeded in the middle section of the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and replaced them with a new stent and used the same microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 05-aug-2024 indicated that the prowler select did not kink/bent. They were able to torque the device. There was no evidence of physical material within the device. No other devices were used successfully with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, d4 (primary UDI number), d9, g3, g6, h2, h3, h6 and h11. Corrected data: d4 (primary UDI number). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8779778) became impeded in the middle section of the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and replaced them with a new stent and used the same microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 05-aug-2024 indicated that the prowler select did not kink/bent. They were able to torque the device. There was no evidence of physical material within the device. No other devices were used successfully with the concomitant device prior to the encountered resistance. There were no procedural delays due to the event. A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was noted already detached from the unit. The introducer was not returned for evaluation. The stent component was inspected under microscopic magnification, and one of the ends was found bent and tangled with an unknown wire. The other end was noted completely flared. The issue regarding a stent being impeded in the middle section of the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. However, it is possible that in an effort to overcome this resistance felt, excessive force was inadvertently applied during the device advancement which ultimately led to the bent condition of the stent. Based on this, the customer complaint was confirmed. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8779778. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.